Event description:
The nurse's finger was punctured while preparing to install the needle on the pen. After inspection, it was found that the needle was bent and poking out the needle hub.

Manufacturer narrative:
The nurse's finger was punctured while preparing to install the needle on the pen. After inspection, it was found that the needle was bent and poking out the needle hub. Review of production documents revealed no abnormalities or deviations from the validated manufacturing processes for the main batch 211659. No error could be found on the retained samples from the same batch. Furthermore, the process review ensured that a 100% straightness check was completed on the angle of the cannula cartridge end during the assembly process where non-conforming parts are automatically sorted out.